Event description:
This lv lead was damaged during a normal device change out and an ra lead replacement. It does not appear that this lv lead was replaced but it was capped. No adverse patient events were reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.